Event description:
It was reported that the right ventricular lead exhibited unacceptable thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the inner coil was over-torqued which damaged the inner insulation and created an electrical short likely contributing to the reported threshold anomaly.